Event description:
It was reported that a (B)(6) caucasian female patient underwent a revision breast augmentation with two 450cc mentor memorygel breast implant prostheses and experienced bilateral capsular contracture (unknown grade) postoperatively. Mammogram performed on unspecified date indicated free silicone, and left-sided rupture was suspected. In addition, bilateral granuloma was suspected. As a result, the patient underwent bilateral removal and replacement with two sientra smooth round high gel breast implants (reference #:10621440, left serial #:(B)(4), right serial #:(B)(4)). On (B)(6) 2021. Upon explantation, both left and right devices were observed to be intact. Free silicone visualized via mammogram was believed to be from the patient¿s previous gel implant set. This report is for the right-sided prosthesis.

Manufacturer narrative:
Investigation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed a crease/fold on the posterior view. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, suspected rupture, suspected granuloma manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Investigation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed a crease/fold on the posterior view. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, suspected rupture, suspected granuloma manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a revision breast augmentation with two 450cc mentor memorygel breast implant prostheses and experienced bilateral capsular contracture (unknown grade) postoperatively. Mammogram performed on unspecified date indicated free silicone, and left-sided rupture was suspected. In addition, bilateral granuloma was suspected. As a result, the patient underwent bilateral removal and replacement with two sientra smooth round high gel breast implants (reference #:10621440, left serial #:(B)(4), right serial #:(B)(4)). On (B)(6) 2021. Upon explantation, both left and right devices were observed to be intact. Free silicone visualized via mammogram was believed to be from the patient¿s previous gel implant set. This report is for the right-sided prosthesis.